Event description:
It was reported to philips that the system geometry could not be moved. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to happen when the issue occurred was aborted. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site but was unable to reproduce the reported issue. Troubleshooting did not identify any errors with the system. No faults or abnormalities with the system were detected. The fse determined that the system was functioning as intended and the system was returned to use in good working order. The codes were updated based on the investigation outcome.